Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method code(s): evaluation method: lens work order search evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found the lens optic torn. There was evidence of dry clear surgical residue on optic surface. Conclusions (off-label, unapproved or contraindicated use.) Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. This device was used as a piggyback lens, this lens was used for an indication other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. This is considered off-label use. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v -1.00 diopter three piece silicone lens in the patient's right eye. This lens was used as a piggyback lens. The lens would not sit properly in the eye. The piggyback lens would push back the lens that was already in the eye. The lens was removed with no patient injury. No other piggyback lens was implanted. There was no patient injury.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, intraoperative lens removal was performed to address surgeon`s inability to properly place a 3-piece silicone iol that was used as a piggyback lens. According to the report, by a nurse, dated on (B)(6) 2015 this lens was pushing back the already implanted iol. No reported problem with the staar lens or any patient injury. It should be noted that per dfu-" indications: the silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction" and therefore, there is no sufficient data to support implantation of this lens as a piggyback lens.(B)(4).